Event description:
It was reported that angiocath pnk 20ga x 1.88in leaked. The following information was provided by the initial reporter: at 10:25 am on (B)(6) 2020, in the (B)(6) hospital, the nurse used the disposable venous indwelling needle for patient infusion,it was found that the angiocath was leakage, then replaced the new products, and explaining for the patient, report the logistics security, and deliver the defect product to warehouse, no impact for any body.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that angiocath pnk 20ga x 1.88in leaked. The following information was provided by the initial reporter: at 10:25 am on (B)(6) 2020, in (B)(6) hospital, the nurse used the disposable venous indwelling needle for patient infusion,it was found that the angiocath was leakage, then replaced the new products, and explaining for the patient, report the logistics security, and deliver the defect product to warehouse, no impact for any body.